Event description:
The user facility reported their cryo decompression tube caused trauma to the patient's stomach wall. The user facility placed two clips and the procedure was postponed. Antibiotics were prescribed as a precaution.

Manufacturer narrative:
Through follow up with the user facility, steris learned the doctor felt resistance while advancing the cryo decompression tube into the stomach and subsequently the tube would no longer move. Bleeding was noted and two clips were placed. The stomach wall was not perforated. The doctor reported there were no underlining conditions or pre-existing conditions that would contribute to the reported issue. The tube was discarded by the user facility and was not available for evaluation. Without the return of the device, the cause of the reported issue cannot be determined. The instructions for use states, "inspect the pouch contents for damage prior to use. Do not use the active venting cdt if any part of the product is damaged in any way. Do not use the product if the device does not function properly or there is evidence of damage (e.g. Kinks, bends or damaged packaging). Save the device and packaging and contact your local steris endoscopy product specialist. Expired product should not be used. Cutting or otherwise altering the active venting cdt may decrease the flow of nitrogen gas through the cdt, resulting in an increased risk of perforation, stricture, or other damage to the ablation area. To avoid kinking the cdt, use only short strokes, 1"-1.5" (2.5cm - 3.8cm) in length, throughout device insertion. The physician should carefully consider patient eligibility for cryospray ablation (i.e., cryosurgery and associated gas pressure), including patient presentation, medical history, co-morbidities (e.g., copd, cad) and/or prolonged use of steroids that may reduce the patient's tissue compliance and tissue strength affecting their ability to tolerate cryospray." A steris trufreeze clinical manager counseled user facility personnel on the proper use of the cryo decompression tube. UDI related data clarification - the lot/serial number is unknown; therefore, the applicable production identifiers were not included in the MDR. No additional issues have been reported.